Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No unexpected no reservoir alarm or prime/fill anomaly noted during testing. Unit had cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer's blood glucose was 415 mg/dl at the time of call. The customer also stated that they have received multiple no reservoir alarms with different reservoirs. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.